Event description:
The system 7 sagittak saw was sent for evaluation due to leaking an unknown substance during cleaning. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The system 7 sagittak saw was sent for evaluation due to leaking an unknown substance during cleaning. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed. (B)(4): the device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
There was no active leaking observed, but a white solid buildup was found inside the device. The presence of a substance that may have emitted from the handpiece is likely to be caused or contributed to by fluid inside of the device. A substance leaking from the handpiece could have been caused by improper cleaning and sterilization practices at the account site; however, this was not directly able to be confirmed.